Event description:
It was reported that there was a system failure primary audible alarm. There was unknown patient involvement and unknown harm/adverse event was reported.

Manufacturer narrative:
B3: unknown. Device evaluation: one device was received. A visual inspection found broken top housing, cracked plunger right case, and a flickering lcd. During the functional testing, the power on test was performed many times and a primary audible alarm was duplicated. A physical check was performed on the speaker and it was found that the screws on the interconnect pcb and speaker were loose as the bottom housing was broken. The cause of the issues was found to be the broken housing and loose internal components. Bottom housing was replaced.